Event description:
Rptr stated, "insert 6632-1-811 didn't fit on base plate. Uncemented large base plate was used. Next insert with same size fitted on the baseplate." There was no adverse consequence for the pt or delay in surgery or anesthesia time.